Event description:
Medtronic received information regarding a valve. It was reported that during the surgery, after placing the ventricular catheter, and the cerebrospinal fluid (csf) drainage was high, the valve was inserted, but there was no flow after 7 minutes. The pressure was adjusted, however, there was still no drainage. The valve was replaced with a new one at the same pressure, and there was good csf flow from the valve. The patient's status was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis determined that there were no signs of damage observed on the valve. The valve was patent and met requirements of leakage, reflux and valve flux. The valve did not meet requirements of pressure flow/pre-implantation pressure testing. It is unknown how this failure occurred in the field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.